Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ppae(tachycardia): the root cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1958850. Device history batch: subcomponent lot: n/a. Device history review: the pump sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
84-year-old female with history of coronary artery disease and ischemic cardiomyopathy. On 10/6 they underwent three coronary artery bypass grafts/left atrial appendage closure (cabgx3/laac) with implant of impella 5.5 via direct aortic implant. On 10/7 episodes of ventricular tachycardia were noted and the device was repositioned with resolution. On 10/9 the device was weaned and explanted without incident.